Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a power on reset (por) message. It was reviewed that a por message means therapy has been turned off and the ins has been reset to shipping parameters. When the patient saw the por, they had a recent medical test. They had keratosis (unrelated to device/therapy) on (B)(6); they said it was done with freezing. They also had their teeth cleaned at the dentist last week. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to clear the por and check the implant; they noted their appointment is on (B)(6). No patient symptoms and no further complications have been reported as a result of this event.